Event description:
It was reported that, upon attempting to activate this inflatable penile prosthesis (ipp), it was found that the cylinders did not inflate. An ultrasound scan was performed; however, imaging of the reservoir was not obtained. A month later, the device was explanted, and a leak was found in the reservoir. No patient complications were reported. This complaint is for the cylinders.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. Visual inspection found that both cylinders had worn a fold in the proximal end and middle of the cylinder. The pump was visually inspected and underwent leak testing. Under microscope observation, bodily fluid was found inside the pump. The reservoir was visually inspected and underwent leak testing; however, no visual damages nor abnormalities were found. All components passed the leak test. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, upon attempting to activate this inflatable penile prosthesis (ipp), it was found that the cylinders did not inflate. An ultrasound scan was performed; however, imaging of the reservoir was not obtained. A month later, the device was explanted, and a leak was found in the reservoir. No patient complications were reported.

Event description:
It was reported that when performing an original surgery to implant an inflatable penile prosthesis (ipp) the device worked properly. However, when attending to the revision appointment to activate the ipp, it was found that the cylinders did not inflate. An ultrasound scan was performed however, it did not allow to observe the reservoir. A revision surgery was scheduled without a specific date. No further details were provided in relation to the event.